Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter underwent radiation therapy, resulting in an urethral size change. Due to that, the cuff became loose, and the patient experienced recurring incontinence. A revision surgery was performed to remove and replaced the cuff. There were no further patient complications reported.